Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted.

Event description:
As reported, 2 years and 10 months post implant of a 23mm sapien 3 ultra valve in the aortic position, the patient presented with class 3 dyspnea and a gradient of 40. Stenosis of the valve was diagnosed and a valve in valve (viv) procedure was scheduled. A new 23mm sapien 3 ultra valve was successfully implanted in the existing valve. Per medical opinion, the valve failure was due to patient comorbidities. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.

Manufacturer narrative:
The 23mm sapien 3 ultra valve was not returned to edwards lifesciences for evaluation because it remains implanted in the patient. As no device was returned, no visual inspection, functional testing or dimensional testing was performed. In addition, no relevant imagery was provided for review. The complaint was not able to be confirmed due to unavailability of medical report/relevant imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A lot history not required as the complaint for increased gradients - indeterminant reason was not confirmed. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. As reported, 'two years and 10 months post implant of a sapien 3 ultra valve, the patient reported class 3 dyspnea. Pt present with a gradient of 40 with stenosis. A second s3u valve (sn (B)(6)) was implanted due to stenosis'. The stenosis is a known the factor that may contributed to the increased gradient across the valve. As such, available information suggests that patient factors (stenosis) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.